Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the previous medwatch report that the product was received on dec 21, 2017. The correct date is dec 18, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the contact office name/address has been updated accordingly to reflect the corrected manufacturing facility synthes (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observe that the reverse locking mechanism was blocked. It was further determined that the device failed pretest for heck starting behavior, check the power with test bench, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, check for air leak, and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the compact air drive device had an undetermined malfunction. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.